Event description:
Reportedly a health professional had an allergic reaction while wearing the latex gloves. Health professional discontinued using the latex gloves and has had no further incidents of skin reaction.